Event description:
It was reported that a vns patient passed away from a heart attack and later reported that the patient died from septic shock secondary to cholecystitis over a 72 hr period. The relationship of their death to their vns is not known at this time. The patient's vns products were not explanted at the time of death. Good faith attempts made thus far and no further information has been attained.